Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer observed krytox grease on the vessel sealer extend (vse) instrument and was no longer willing to use the instrument. The customer got another vessel sealer instrument to continue with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the event occurred, the surgeon was in the process of freeing up the specimen. The customer noticed that the krytox was dripping and that there was a small accumulation of krytox seen on the vse instrument joint that must have fallen inside the patient as the accumulation was no longer visible. The surgeon took the vse instrument out and did not use it for the rest of the procedure. Only one vse instrument was used. The surgeon did not notice any abnormality with the vse instrument functionality.